Event description:
Patient reported left side periprosthetic serum and isolated microcysts diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Patient reported left side periprosthetic serum and isolated microcysts diagnosed by MRI. The device remains implanted.

Event description:
The device has been explanted and replaced.